Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. One day after event onset, the patient was hospitalized and began intraperitoneal treatment with injection ceftazidime (1 gram, once daily) and injection vancomycin (1 gram, every fifth day) for a duration of 14 days. Four days after being admitted to the hospital, the patient¿s pd effluent was clear and the patient was recovered from the event, and was discharged. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.